Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to oversensed right atrial (ra) lead noise. The hcp noted that several atrial tachy response (atr) events were stored in the logbook and inquired about what kind of oversensing noise was exhibited in the egm. Upon further review, ts determined that the oversensing noise seen on the ra lead may be either due to electromagnetic interference (emi) or farfield in nature. Ts also noted the ra lead exhibited low intrinsic amplitudes and pacing inhibition with patient intrinsic coming through. The hcp reported that they will continue with monitoring the lead. All lead measurements are within normal limits. The lead remains in service. No adverse patient effects were reported.